Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the first balloon burst, so we replaced it with the second one. The second one burst again, so we replaced it with the third one. Then the operation was successfully completed. The cause of the bursts was not determined. Because the balloon had been discarded it was unclear where was the balloons' leak was. No cartridge syringes were used, and it was unclear what syringes were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used a balloon to assist in the embolization of the arteriovenous fistula. Three balloons were burst in succession during the operation. It was learned that no cartridge syringe was used. No patient symptoms or further complications were reported as a result of this event.